Event description:
Stent dislodged during procedure. The physician entered through the radial artery to treat a lesion at the lcx (left circumflex artery) just distal to the bifurcation with the om (obtuse marginal artery) and a lesion at the om. There was calcium, and tortuosity of the artery proximal to the treatment site was visible. The physician inserted the guidewire beyond the lesion at cfx (circumflex coronary artery) and advanced a mini trek 3.5/15mm balloon (abbott vasculat) in order to pre-dilate the lesion. Following pre-dilation, the physician attempted to advance a nirxcell stent without success. The physician next decided to remove the nirxcell system from the coronary artery into the gc (guiding catheter). When the physician pulled back the stent system after ftc (failure to cross), the proximal segment of the balloon entered the gc but the stent got caught on the borders of the gc tip. This occurred since the gc and the coronary artery were not aligned (since the gc was not cannulated properly) and a "step" was created between the coronary artery and the gc. When pulling back the stent system, the physician accidently "peeled" the stent off the sds (stent delivery system), which could have resulted in dislodgment of the stent. The stent totally dislodged from the sds. The physician attempted to remove the dislodged stent by using a micro snare. The positioning of the gc was lost from the coronary artery and according to the physician and angiogram, it is possible that at this stage the free stent escaped to the aorta. The stent was visualized in the thoracic part of the descending aorta. To complete the procedure the physician replaced the original gc and used a stent from another company. The physician successfully continued to treat the lesion at om1 (he did not continue with add'l treatment for the lesion at cfx). It was reported that the pt condition after the procedure was good with the stent blocked in the descending aorta.

Manufacturer narrative:
On (B)(6) 2014 the case, including angiogram, was discussed with dr. (B)(6), head of the catheterization unit at (B)(6), where the event occurred, and the following are the collective conclusions of the discussion: following ftc with the nirxcell, the physician attempted to remove the system into the gc and while doing so it is probable that the physician led to stent dislodgement. The use of a 5f short tip gc with the shape of al1 that did not cannulate into the coronary artery probably contributed to the stent dislodgement. The physician should have removed the system as a whole (including the gc and sgw (guide wire) with the stent system) from the body, as instructed in the IFU (instructions for use). This would have prevented the dislodgement. Instead the physician attempted to grab the stent using a micro snare. Since the gc was not positioned well, the gc lost its position in the coronary artery, which could have contributed to the free stent escaping to the aorta, finally to be located at the descending aorta. The report of the above is attached. Method: coronary angiogram; DHR review. The device history record of the device was reviewed. The review report is attached. This event is numbered as (B)(4) in medinol's complaint system.